Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), post tavr (transcatheter aortic valve replacement) procedure with a 26mm sapien 3 ultra valve on an unknown date, the patient presented with dyspnea, shortness of breath, and a moderate-to-severe paravalvular leak (pvl). The mean gradients were also elevated at 35mmhg. A balloon aortic valvuloplasty was performed using a 26mm commander delivery system (ds) with post-plugging. While an additional ds was opened and prepped in anticipation for needing a new valve, no additional valve was deployed. The patient's final outcome was in stable condition. Per report, the perceived root cause of the pvl was that it was under-deployed at initial implant with native calcium present.